Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy due to a connection issue. The event was further described as the minicap extend life pd transfer set coming apart and off the catheter then being reconnected again. The patient was not hospitalized for the event. On the day of onset the patient began treatment with ancef (intraperitoneally (ip), dose and frequency not reported) for peritonitis. Approximately two weeks after onset, treatment for peritonitis was withdrawn. The patient was retrained on proper aseptic technique. At the time of this report the patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).